Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was hard to press and multiple presses were necessary for display to activate. The customer had the same issue after removing the pump from the case. There was no reported adverse impact to the customer. Reportedly, customer continued to use the pump for insulin therapy.